Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose level. The customer's blood glucose value was 495 mg/dl at the time. The customer reported that the insulin leaked into the reservoir compartment. He also reported that there was a split in the reservoir. The customer was assisted with troubleshooting for exposure to fluid. He was assisted in performing self test and the test passed. He was advised to monitor the insulin pump. He also stated that there was blood in the tubing. The customer reported that he did not receive medical treatment as a result of the site issue. The customer declined troubleshooting for high blood glucose the device will not be returned for analysis.